Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine 100 mcg/ml; 56.25 mcg/day and morphine 20 mg/ml; 11.25 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient experienced an increase in pain. The patient woke up at 7:00 the morning of (B)(6) 2016 and could not get out of bed due to the pain. The patient presented to the hospital and magnetic resonance imaging (MRI) was performed. The MRI was not due to a suspected problem with the device or therapy. A motor stall was seen at initial interrogation of the pump. The motor stall occurred at 1:30 on (B)(6) 2016 and at 5:30 there was no recovery in the event logs. The pump interrogations did not result in a recovery. The patient was given intravenous morphine on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.